Manufacturer narrative:
Concomitant medical devices: model: 6935m55, rv lead; implanted: (B)(6) 2015.

Event description:
It was reported via a lawyer representing the patient that the patient reported feeling "pain and discomfort" in their chest where their implantable cardioverter defibrillator (ICD) was implanted. A pocket revision was completed in order to move the ICD to a submuscular location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.